Event description:
Nurse stated pump kept alarming "occluded". Noted ballooning of tubing within the pump; happened twice during shift-once with neosynephrine and once with insulin running. Pump was an I-med gemini 4 channel pump. No problems noted with pump after incidents. Both tubings were connected to an introducer.